Event description:
It was reported that the user experienced low glucose readings at night while using the ilet and asked about eating a cracker with peanut butter before bed to prevent nocturnal hypoglycemia; the blood glucose questionnaire indicated a low value of 65 mg/dl and the user was advised on small oral glucose intake and to avoid overcorrection before sleep, with education to contact their physician for individualized guidance. Symptoms included hypoglycemia. Outcomes included self-treatment with oral fast-acting carbohydrates without hospitalization. Investigation included complaint assessment, user education, and troubleshooting guidance. Investigation of this case revealed no device malfunction reported or confirmed, and the event was attributed to cause unclear given nocturnal lows without a specific precipitating factor identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.